Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this patient was urgently transported by the ambulance to the hospital. It was noted that the patient intrinsic beat was 30 to 40 beats per minute. The patient had atrial fibrillation and medication was given. A check of the system was performed and it was noted that there was pacing failure seen on this right ventricular (rv) lead, and intermitted loss of capture due to high pacing thresholds. The competitor device was reprogrammed. Lead failure was suspected and the pace impedance measurements were checked, which appeared normal. The medication the patient was taking was then stopped and a follow up was done at a later date. The pacing thresholds on the rv lead had decreased, thus it was believed that the medication was influencing the increase in pacing thresholds. It was not known the reason the patient was transported to the hospital in an ambulance. No adverse patient effects were reported. The system remains implanted.